Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results 50 mg/dl and 80 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 30 mg/dl, 90 mg/dl, and 100 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.